Event description:
It was reported that a pump became submerged in water and ceased functioning. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.